Manufacturer narrative:
(B)(4). Medical records requested, but have not yet been received. The device was not returned to manufacturer for analysis.

Event description:
The patient reported that he missed his treatment on (B)(6) 2016. On (B)(6) 2016, he attempted to drain manually and the fluid was brown. He went to the doctor and was diagnosed with peritonitis. The patient's clinic, (B)(6) was contacted and the peritoneal dialysis nurse confirmed that laboratory samples drawn from the dialysate of the patient on (B)(6) 2016 resulted in "no growth found"- that is, no bacteria detected. The patient continued to experience abdominal pain and elected to switch from peritoneal dialysis to hemodialysis on (B)(6) 2016.

Manufacturer narrative:
Cycler was not replaced therefore; no investigation on the physical device could be performed. No further device information has been provided by the customer.